Event description:
The customer reported that they are getting the visual alarms but no alarm tone. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the patient information center ix indicating that "the customer is getting the visual alarms but no alarm tone". It is known that the device was in use at the time of the event. No adverse event occurred. A philips remote service engineer (rse) spoke with the customer and the customer alleged that they are getting the visual alarms but no alarm tone. The rse verified that volume was not muted, and sound output was configured to the external speaker. The customer replaced the speaker but that did not resolve the issue. The rse advised the customer to reboot the pc but customer declined as he stated this always caused the pic ix application to crash. The customer requested for onsite service. An onsite service work order was created but the customer requested to cancel the onsite service as the issue had been resolved. A good faith effort (gfe) was made to obtain the resolution for the reported issue and in response it was confirmed that the speaker cable was not plugged in that¿s why no sound came from the pic system. The customer said he reseated all the cables, which resolved the reported issue. Based on the information available and the testing conducted, the cause of the reported problem was that the speaker cable was not plugged in. The reported problem was confirmed. Analysis was performed and investigation has been completed. The customer reseated all the cables to resolve the reported issue.